Event description:
The patient reported experiencing elevated blood glucose and his blood glucose meter registered "hi" (typically greater than 600 mg/dl). The patient also reported that his blood glucose decreased from 50 to 70 mg/dl. The patient did not report any symptoms with his blood glucose issues. The patient's normal range is 80 to 130 mg/dl. The patient stated that 2 to 3 weeks ago his doctor made changes to his basal rates since his blood glucose has been so erratic. During troubleshooting, it was discovered that the patient places cold insulin cartridges in his infusion device. It was also discovered that the patient has a significant amount of scar tissue on his abdomen that could be causing his blood glucose fluctuations. The patient was educated on using good site rotation techniques. The patient also reported receiving an e4 (occlusion) error. The patient changed his site and infusion set tubing and was able to prime and perform a bolus with no occlusion. The patient received a follow-up phone call and his blood glucose was fine and he was not receiving any further occlusion errors. No product will be returned for evaluation.